Event description:
It was reported two adhesive issues that the patient experienced infusion set fell off during use in one hour with one set and two to four hours with other set on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.